Event description:
Pt was transferred to the hosp on 06/18/2000 for treatment of vomiting and epigastric pain. Pt began vomiting excessively on 06/16/2000. An esophago-gastro-duedenoscopy at the hosp revealed a duodenal bulb ulcer which may have resulted from the improper position of the peg balloon. The tube had migrated into the duodenum. The pt's tube was changed on 05/09/2000. The pt did not start vomiting excessively until 06/16/2000. One pt involved.